Manufacturer narrative:
The unit was received with normal operating currents. The unit passed the functional testings including the displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. There were no excessive "no delivery" error alarms, no button error alarm, no unexpected off no power alarm, no low battery alarm, and no blank display. The keypad connector was fully locked. However, the unit had an intermittent button response due to a flattened esc and act button dome switch. The unit had a minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
A nurse for the customer called in to report an emergency room visit due to high blood glucose levels. The customer's blood glucose level was 600 mg/dl at the time of incident, but was 206 mg/dl at the time of call. The customer's symptoms included excessive thirst and vomiting. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was high blood glucose levels. It was unknown how the customer was treated. It was reported that the customer was not giving correction boluses. The customer's mother completed troubleshooting and reported that the insulin pump alarmed no delivery and button error. The caller was advised that the customer should discontinue use of the insulin pump and revert to a back-up plan. The product was replaced and returned for analysis.